Event description:
It was reported that the 4.5mm cannulated screw (partially threaded/38mm) came apart and the threads stayed in the patient. The surgeon attempted to use forceps to pull out the device; however it remains in the patient. The procedure was successfully completed; however, there was a 20 minute delay in surgery. The complained device is not available to be returned and there is no additional information to be provided at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.